Event description:
It was reported that the 6800 system would not fluoro using the foot switch. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The foot switch was replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.